Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.